Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. As part of corrective actions, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual analysis confirms that the tip of the driver is twisted. Root cause remains unchanged. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp((B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the cannulated screwdriver twisted/distorted during an attempt to implant a screw. A secondary driver was available to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.